Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the system and confirmed the reported complaint. The bag-to-vent switch was replaced; this resolved the reported complaint. No further action is required.